Manufacturer narrative:
Product analysis # (B)(4):author/date/subject/note: (B)(6)/(B)(6) 2019 / auto created from work order (B)(4)/ status updated from in process to completed. Date completed updated from null to (B)(6) 2019. Hardware updated from null to pass. Software updated from null to pass. Instruments updated from null to pass. Does the system perform as intended? Updated from null to yes. Were hardware parts replaced? Updated from null to no. A medtronic representative went to the site to test the equipment. Testing revealed that the system performed as intended. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess). It was reported that in the case while navigating, the site could not blend the CT and MRI as the blend button was greyed out. The site could not select the 2nd exam. It was also reported that the site could not cycle views as all buttons were greyed out. The site opted to abort navigation due to this issue. There was no surgical delay, and there was no impact on patient outcome. Follow-up with the manufacturer representative (rep) determined the issue was resolved.

Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue through known anomaly determination. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.